Event description:
Breast enlargement with "silicone breast implants" in 1981. Within the year rptr had 2 closed capsulectomies. Breasts are very hard. Mammography did not show breast lumps (both breasts) lumpectomy in 1985-1989. Malignant tumors. Rptr had radiation with implants intact. Breasts are hard and deformed. Rptr is contemplating removal.